Event description:
The customer's basal rate was programmed at 1.5u and should have been at 0.5u. The customer denied programming the pump recently. Also the customer stated that the pump skips screens. The customer indicated via e-mail that they had an incident with a low blood sugar that the paramedics were called to their home. Later the customer reviewed the pump and revealed that the basal rate was too high. The customer stated that they do not remember how long this profile was set at such high amount.